Manufacturer narrative:
The event of lymphadenopathy, seroma - late, granuloma, and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient was diagnosed with an abundant effusion of mixed-corpuscular/hematous component and a small amount of prosthetic content in the left axilla with a 15 mm thick hypo-anecogenic collection" and "patient again experienced serious health problems and was diagnosed with massive xanthogranulomatous lymphadenitis from an exogenous foreign body compatible with prosthetic rupture and axillary silicones". This relates to the left device. Device has been explanted.

Event description:
Patient representative reported "patient was diagnosed with an abundant effusion of mixed-corpuscular/hematous component and a small amount of prosthetic content in the left axilla with a 15 mm thick hypo-anecogenic collection" and "patient again experienced serious health problems and was diagnosed with massive xanthogranulomatous lymphadenitis from an exogenous foreign body compatible with prosthetic rupture and axillary silicones". This relates to the left device. Device has been explanted.